Manufacturer narrative:
Correction to h6; clinical code. Update to b5.

Event description:
Per medical record review, the patient presents with severe bioprosthetic aortic valve stenosis and heart failure symptoms. After extensive evaluation and discussions with the heart team the patient presents electively for tavr. Under moderate sedation, patient had successful valve in valve (viv) tavr with a 23mm s3u. Echocardiography confirmed optimal deployment and no paravalvular (pvl). Hemostasis was achieved and follow up angiography should patency of the common femoral artery at the arteriotomy. Pre-tavr: ava 0.6 cm2 with peak/mean gradient of 76/48 mmhg. Post-tavr: ava 2.1 cm2 with peak/mean gradient of 29/17 mmhg.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 4 years and 3 months post tavr in savr, the patients tavr (23mm sapien 3) presented with stenosis and the patient had a 23mm sapien 3 ultra valve implanted. The valve was implanted successfully and the patient was in stable condition.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for post implant-stenosis was confirmed by medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.